Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire failure analysis lab technician was unable to verify the customer's reported issue. The device passed 114.4 hours of extended bench testing at the customer's settings. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the revel ventilator did not provide volumes while connected to a patient. The patient was removed from the ventilator and provided positive airway pressure via a bag mask valve. The customer stated that the machine began ventilating at a rate higher that what was set. The customer confirmed that there was no patient harm associated with the reported event.